Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image not being displayed could not be identified. However, it's likely the cause is related to a dented/depressed video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset video system center had an internal software error. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed . An internal error as noted by service repair could be solved by formatting. Furthermore, device evaluation found that the video connector socket was depressed, and the endoscope cable could not be connected securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.